Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing got detached. The likely cause of failure couldn't be determined. It was noted also that the tube was worn and the color band and laser markings were faded. G3: aware date is used as the date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was not working. It was reported that there was no patient impact. Additional information received stated that the distal bearing is detached.